Event description:
Customer reported that a pt was admitted to the ER due to elevated (erroneous) potassium (k+) results. However, when the tests were repeated, the results were normal.

Manufacturer narrative:
A complaint history check was done and this is the first complaint recorded against the identified lot. A device history review was performed and no issues were found. The customer indicated that samples from the incident lot would be sent, but none were received to date. Retained samples were evaluated and the reported condition was not confirmed. The results are entered in the eval summary. The following is a summary of the recommended handling of plus pst tubes: all tubes should be checked to confirm that they are filled to the proper level. If multiple tubes are being drawn, lithium heparin tubes should be drawn after any non-additive or citrate tubes. After collection, the pst sample tubes should be mixed by 8 - 10 complete inversions. Lithium heparin additive tubes should be centrifuged at 1100 - 1300 rcf for ten minutes within 2 hours of collection. Excessive mixing, a traumatic venipuncture or a centrifuge that is not properly calibrated can also contribute to erroneous results. Regulatory compliance will continue to track and trend the reported condition. Eval summary: twenty (20) retention tubes from lot #1010785, along with one (1) tubes from a control lot were selected for eval. There were no difficulties during blood collection and all tubes exhibited proper fill. After centrifugation, there was complete gel barrier formation and the plasma was of acceptable quality. There was no hemolysis, fibrin or gel fragments observed. Potassium and ld assays were performed on both retention and control lot samples. The tubes demonstrated satisfactory performance with no clinical differences observed. Unable to confirm that the reported condition was related to the mfg process and/or the performance of the tubes.